Manufacturer narrative:
Concomitant medical device: 8252800: interface 8252800 response 2.0 increment, s/n (B)(4), lot 56523600, manufactured: 06/16/2008. Product evaluation: analysis results not available; no devices returned for evaluation.

Event description:
It was reported that the "old system is unreliable and increasingly not user-friendly. Sometimes they are visibly looking at the nerve and seeing it and not seeing in on the monitor with stimulation." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.